Event description:
Caller states that she performed the following tests on the same device within 10 minutes: 268mg/dl, 121mg/dl. No adverse event reported and no treatment received. No quality controls were used. Requested return ofsuspect device and replacement was sent.